Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Medical products - femur cemented posterior stabilized (ps) standard left size 8 catalog# 42500606401 lot# 62898694, articular surface fixed bearing posterior stabilized (ps) left 10 mm. Height catalog# 42511400710 lot# 62855831. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to loosening. The tibia was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed. Review of the provided x-ray images by a radiologist concluded that the fit and alignment of the femoral component is unremarkable and bone quality is normal. The mild posterior overhang of the tibial tray is unlikely to have significantly contributed to the reported event of tibial component loosening. However, the posterior slope of the tibial component is approximately 10 degrees, which is greater than the desirable 7 degrees as it may increase tibial posterior compressive strains and risk of tibial component loosening. On the x-rays taken in (B)(6) 2017, a month before the revision, linear radiolucencies at the tibial tray-bone interfaces suggest loosening of the tibial component. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.